Manufacturer narrative:
One partial bottle (79 strips) of multistix 10sg lot 510068 (exp 2017-04) was sent to siemens (B)(4) technical operations for investigation. The submitted reagent strips showed no obvious visible damage or degradation. The bottle arrived tightly capped and containing the expected desiccant. No patient sample was provided. Performance of the submitted reagent with respect to blo was tested on a bank of three (3) audited status+ instruments (s/n (B)(4)) using both a negative and 0.0621 mg/dl (positive) blo test solution. Twelve (12) replicate values were collected with each solution. Results are summarized below. (B)(6). Multistix reagent tested on a status+ instrument will read as negative for decode values of 550 or higher and as positive (4 levels) at lower values. All tested strips reported as expected: all blo values collected from strips tested with the negative solution reported above 550, corresponding to the negative clinical range. Visual observation of strips exiting the instrument agreed with the instrument results - pad color solid yellow with no speckling or green color development. All strips tested with the 0.0621mg/dl solution (positive) reported as small for blo. This positive clinical designation was in agreement with the visual appearance of the strips at the end of the instrument test cycle - pads appeared uniform light green in color. The customer observation of false negative blo results for sample tested with multistix 10sg reagent lot 510068, as reported in the complaint, was not reproduced.

Event description:
Customer reported false negative leukocytes results on the instrument.there was no report of injury due to this event.